Event description:
It was reported that the pulse generator had issued an error message and could not be interrogated. Troubleshooting was not performed as the device was approaching battery depletion. The device was explanted and replaced on (B)(6) 2015. The patient was noted to be in great condition following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.